Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. The lv lead¿s therapy was programmed off, however the patient's symptoms of shortness of breath returned. Thus a revision procedure was performed where it was noted that the lv lead had two suture sleeves on it and there was a sharp angle between the two suture sleeves. There appeared to be a lead fracture in the area between the two suture sleeves, however it was not confirmed via x-ray or fluoroscopy. Subsequently the lv lead was surgically abandoned and the crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.